Event description:
The hcp reported the patient was experiencing a severe headache. The patient was hospitalized and diagnosed with lyme's disease and meningitis. The patient was treated with IV antibiotic and device explant. The patient is reported to be "recovering very well at home."